Event description:
It was reported that customer experienced small discreet issues including loud repeated vibrations and alarms, where a high alert was sometimes followed within seconds by a predicted high alert, and customer noted frequent use of case on pant pocket. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from clinical technical support, no further action was taken, and no additional information was received regarding the outcome of the event.